Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70 during basal. Customer's blood glucose was unknown mg/dl. The customer stated the drive support cap appears normal. The customer did not report e70 alarm. Customer was advised that the displacement test and manual prime were successful and motor alarm did not occur. The customer was advised to monitor the pump. The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose was 320 mg/dl. The customer was unable to troubleshoot at time of call because the customer taken off the device. The customer was advised to call when alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack by the battery compartment and near lcd screen. The customer was advised that the device would replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, broken battery tube threads, a cracked display window, and a stained end cap sticker.